Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was implanted in a high position. It was reported that the valve was either implanted too high or it dislodged upwards slightly after release from the delivery catheter system (dcs). Moderate aortic regurgitation remained. The valve was successfully snared into the ascending aorta and a second valve was deployed in a deeper position at approximately 15 millimeter (mm). Mild-moderate aortic regurgitation remained and the gradient improved. No additional adverse patient effects were reported. Additional information was received that the valve was initially implanted in a high position. The moderate aortic regurgitation was central regurgitation. It is unknown what the gradient measurement was after the first valve was implanted. Additional information was received that during the valve implant, the valve did not dislodge. The target implant depth was 4 millimeter (mm). The actual implant depth was -1 mm. No gradient was measured after the first valve implant.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.